Event description:
Reportedly pump overinfused and pt was in jeopardy. The hosp verified the overinfusion did not occur because of the pump, but instead was caused by an external source (operator-nurse).

Event description:
Additional information received. A pt was in the ICU within 20 minutes of being infused the pts vital signs became very sporatic. The pt was watched for a few hours and eventually returned to pre incident status. The hospital vefiried that the nurse made a miscalculation when entering the amount of solution being infused.